Event description:
Title: ph capsule with delviery system-loss of data after 16 hours. When the pt returned with the monitoring equipment, it was learned that there had been a loss of signal & data after 16 hours of recording. (Incomplete study).